Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation without a cap on the female connector. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp on the transfer set. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector separated from the twist clamp of a peritoneal dialysis (pd) transfer set. The female connector unscrewed from the white twist clamp area while the nurse replacing the transfer set. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.